Event description:
During a mastoid reconstruction case, it was reported that the handpiece continued to run after the foot pedal was released. The procedure was completed successfully with another device. The pt was not adversely affected as a result of this event.

Manufacturer narrative:
The handpiece was returned to the MFR for investigation. Investigation results confirmed the alleged complaint. The motor cartridge was replaced in the handpiece. The handpiece will be returned to the customer.